Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward but the cannula deployed; indicating the needle mechanism did not function as intended. The patient's blood glucose levels rose to 15.7 mmol/l (282.6 mg/dl). The pod was worn for between 5 and 24 hours.